Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) was explanted and replaced and the leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.